Event description:
A family member reported that after changing the customer's infusion set, the customer's blood glucose values dropped low, into the 40s mg/dl. The family member reported that the customer treated with food and juice. It was also reported that the insulin pump had multiple aa47 alarms. There was no significant event reported as leading up to the alarms. It was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to download the care link software due to corrupted history files. Alarm confirmed in the history file due to corrupted history file. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery test. Unit received with cracked battery tube threads, reservoir tube lip and minor scratched display window.